Event description:
It was reported during a ventricular tachycardia ablation procedure a small pericardial effusion was noted. The cool path duo catheter was inserted into the left ventricle using a retrograde approach. The physician noted some difficulty in maneuvering the cool path duo catheter following insertion. Upon completion of rf delivery an effusion was noted. The pt did not exhibit any symptoms. The physician verified with echocardiogram that there was no tamponade, no intervention was required and the procedure was completed at that time. There were no further consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned catheter revealed a bend 8.6cm from the distal tip. The catheter created a curve when deflected that did not match the required template due to the bend. The catheter passed the continuity test, the ablation simulation test and the flow rate test. There were no noise seen on the EKG and the temperature readings for the catheter were normal. There were no high temperature readings or an "ee" message from the generator during eval. The temperature system was verified with a thermocouple/thermistor verifier and there were no issues noted with the thermal system. The catheter was dissected revealing the flat wire was bent by the joint at the catheter shaft bent area. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification for the reported pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.